Manufacturer narrative:
(B)(4). Additional information requested and received: when the surgeon could not open the device, was the device locked on tissue? Yes. If yes, how was the device removed from the patient? Using knife reverse button, the surgeon could open the jaw of the device. If yes, did the jaws eventually open? How was the procedure completed? Yes. The procedure completed with new body. On the form submitted "is this a potential adverse event ?" You have answered "yes". Can you please provide additional detail of the adverse event that occurred. What is the current status of the patient? The patient is fine. But I said this is a potential adverse event because the device was locked with the jaw closed with the tissue. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when laparoscopically using the device, the surgeon could not open the device. It is unknown how the procedure was completed. It is unknown if there were any patient consequences.